Manufacturer narrative:
Age, weight, and ethnicity: information unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). First/given name: full name not provided. The intraocular lens (iol) will not be returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal dfu (directions for use) and the implantation of the iol (intraocular lens) the surgeon found a scratch on the periphery right bottom and at the haptic right top. The surgeon has not mentioned this to the patient as the patient will not be negatively impacted. No additional information was provided.